Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On b)(6) 2021 mpxr 828130 (rep): it was reported that the right brain lead was removed due to patient experiencing uncomfortable paresthesia at his programmed therapeutic amplitude. Explanted lead was functioning well and impedances were normal but not optimally placed. Patient 's new electrode will be programmed in 3-4 weeks .